Event description:
Heat caused from bur guard contacting nose cone potentially related to inappropriate assembly of bur guard resulted in burn to pt's lip. IFU identifies proper placement of bur guard.